Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker device was explanted due to infection. A revision was performed and the pacemaker along with the right atrial (ra) lead and the right ventricular (rv) lead were explanted. Additional information indicated that the device was explanted due to pocket erosion. No additional adverse patient effects were reported.